Event description:
It was reported that the high voltage portion of the right ventricular lead had high impedance. The pace/sense portion of the lead had normal impedance, no clinical performance issues were noted, and no action is planned. The lead remains in use. The patient was a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).